Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the reportable malfunction could not be confirmed, a root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event. The unit passed all tests conducted, all video output signals also passed. However. The evaluation found worn out video connector latch which caused poor connection to pigtails and needed replacement. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii video system center does not display an image from the camera. There was no patient harm or user injury reported due to the event.